Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the cannula was not fully inserted into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 358 mg/dl while wearing the pod. It was noted that the cannula was not fully inserted into the infusion site. No information was provided on how the hyperglycemia was treated.